Event description:
Info received indicates when the brake is engaged the caster will still move.

Manufacturer narrative:
The technician found the brake cable was stretched. The technician replaced the brake cable and adjusted the brake to repair the bed.